Event description:
Left hip compression screw under fluoro; coupling screw insertion guide tip broke off in compression screw. Unable to remove screw. Procedure finished, broken tip of insertion guide is inside portion of lag screw. If piece migrates it could cause a problem for pt, according to dr.